Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The device was reprocessed before it was sent for repair. Reprocessing steps were followed per the instruction manual. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, no air/water flow /not insufflating. The issue was found during the procedure. The procedure was diagnostic. The procedure was prolonged. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: insulation at .7 m.ohm due to dent\cut at insertion tube; a cut on switch 1; angulation low; multiple deep dents on plastic distal end cover; 1 crack in light guide lens; nozzle clog; bending section cover or distal sheath rubber glue crack; insertion tube had a dent at 50cm; air/water supply had a slow flow; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.